Manufacturer narrative:
A quattro catheter (lot # 66717) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for quattro catheter lot # 66717. A visual inspection of the returned catheter found blood that was accumulated inside the balloons, on the shaft luered tubings, and infusion ports. During functional testing the returned catheter was connected to a pressurized inflation device. Immediately after pressurizing the catheter, a pinhole leak was noted at the medial 2 balloon. Following the test, all balloons deflated successfully without any issues. Evaluation of the returned quattro catheter confirmed the customer reported issue. A pinhole leak was found at the medial 2 balloon of the catheter. Note, during manufacturing, all quattro catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process.

Event description:
It was reported that a male patient was hospitalized post cardiac arrest and underwent treatment for therapeutic hypothermia. The thermogard console was set to a target temperature of 33 degrees celsius. The physician inflated the quattro catheters balloons prior to insertion (at which time, no leak was noted) of the catheter which made the insertion difficult. 1-2 hours after the treatment was initiated, the nurse noticed blood and air in the start-up kit (suk) tubing. The catheter was removed and replaced. No known patient consequences were reported.